Event description:
It was reported tht during a vena cava filter retrieval, a vena cavagram demonstrated contrast extravasation from the ivc wall and the filter apex appeared to be penetrating the caval wall. The filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.